Manufacturer narrative:
Due to a shipping hold, the replacement part could not be ordered at this time. The client was informed of the situation and will be updated when the footswitches are available to order. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the cine pedal of the wireless footswitch is not working.the clinical use of the system was in use. There was no harm reported to philips.